Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00334: handle, 3025141-2018-00335: plate.

Event description:
When implanting an aculoc 2 proximal plate, the top styloid screw stripped and was not fully seated into the plate, using the torque limiting driver. The stripped screw was removed, adding an extra 30 minutes to the surgery.